Manufacturer narrative:
The lot number was provided, and the device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. As heavily contaminated samples were received for evaluation functional testing could not be performed; however, visual inspection confirmed the enfit connector is cracked. Similar complaints for leaking at the enfit connector were received and as a result a corrective and preventive action (CAPA) had been opened. The probable root cause of the leaking is insufficient drying of the raw material that is used to mold the enfit connector. The enfit female connector which went into this lot number was manufactured prior to the corrective actions being implemented. All associated data will be fed into the risk management quarterly report. In addition, this complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the spike set presented a leak in the first third from the connection zone showing a longitudinal. A patient was involved, but there was no patient harm.